Manufacturer narrative:
Heartsine's investigation of the device found evidence within the memory log that the user would have been alerted with a 'warning, low battery¿ prompt alongside a flashing red status indicator and failure chirp, as per the reported fault. The fault was attributed to a failure of the -ve pogo pin. The device was scrapped by heartsine and the customer was provided with a replacement device. Heartsine did not initially report this event as the customer complaint did not allege to a critical malfunction, however upon investigation the failure of the pogo pin was observed. This is a malfunction, and is therefore being reported as so. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributer contacted heartsine to report that the device had been observed as beeping and flashing red. This is a non critical malfunction, however upon investigation the device was observed to have a critical failure of a pogo pin. Failure of a pogo pin may prevent a connection between the battery and the device, which could delay or prevent defibrillation. There was no patient involvement reported with this event.